Event description:
As reported by the sales rep per the user facility: the nurse started the IV and the needle broke off of the hub. 10/12/05 - addendum: the sales rep further reported the IV was started successfully and when the stylet was being removed it was noted that it was broken. Additional info received from the facility indicated that the pt suffered no adverse sequela associated with this incident.

Manufacturer narrative:
The actual device was returned to the MFR to be evaluated. One used introcan safety IV catheter was returned with needle detached from the needle hub. Microscopic eval revealed no portion of the cannula inside the hub. The detached cannula also appeared intact. No specific conclusions can be drawn at this time. Although a lot number and a part number were not reported, 25 unused samples, from a lot currently in b. Braun's inventory, were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force specification. The sample and all available info has been provided to the actual MFR.